Event description:
The intellanav mifi open-irrigated catheter was selected for use during the procedure to treat supraventricular tachycardia. It was reported that during the procedure, this device had no signals on the system and could not show the image. Due to this, the procedure could not be performed and was cancelled. No damage and no patient complications were noted. The device is expected to be returned for analysis. The patient was sedated at the time of cancellation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of returned product revealed that the device showed no evidence or defects that could have contributed to the reported event; consequently, not confirming the reported complaint.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi open-irrigated catheter was selected for use during the procedure to treat supraventricular tachycardia. It was reported that during the procedure, this device had no signals on the system and could not show the image. Due to this, the procedure could not be performed and was cancelled. No damage and no patient complications were noted. The device is expected to be returned for analysis. The patient was sedated at the time of cancellation.